Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported that she has experienced elevated blood glucose over the previous 2 months and that she believes the insulin delivery of the infusion device is too low. Patient reported that blood glucose was 112 mg/dl on (B)(6) 2011 at 3:30 a.m., 140 mg/dl at 7:30 a.m., and 170 mg/dl at 8:00 a.m. Patient ate 8 ke and delivered 10.9 i.e. Through the infusion device. Blood glucose was 350 mg/dl at 9:30 a.m. Patient delivered an additional 10 i.e. Via the infusion device and increased her basal rate delivery to 160%. Blood glucose was 460 mg/dl at 11:30 a.m. Infusion device was not exposed to water or electromagnetic fields. Patient continued to use infusion sets that were recalled. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.